Event description:
It was reported that the zimmer skin graft mesher is tearing the skin graft. There was no report of injury or adverse pt consequences associated with this incident.

Manufacturer narrative:
The device was returned for evaluation and it was determined that the roller and gear were damaged. It was determnined that the 1.5:1 cutter was non-repairable.